Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch:a000097083. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's leads migrated, as a result, both the leads were explanted and replaced addressing the issue.